Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) is experiencing communication loss related to 2 separate patient rooms. No further information was provided. No harm or injury occurred.

Event description:
The customer reported that the central nurse's station (cns) was experiencing comm loss with to 2 separate patient rooms. No further information was provided. No harm or injury occurred.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was experiencing comm loss with to 2 separate patient rooms. No patient harm or injury was reported. Investigation summary: the failure mode for this event is unknown. The customer noted that they had replaced the ethernet cables and fixed a wall port due to damage, which did not resolve the issue. Technical support verified the ip address settings and advised the customer to inspect the switch. A root cause cannot be determined, as no further information was provided. Review of cns serial number finds no recurrence of the reported issue. A complaint history review of the customer's account did not reveal significant trends for comm loss. Similar occurrences were attributed to the hospital's network environment. No further comm loss issues were reported following this event. Communication loss may occur due to issues with the customer's network environment. Network access point overload may cause an unstable network connection and may cause devices to randomly drop connection. Communication loss may also occur after a power loss, as the network server may not properly boot up after an unexpected shutdown.